Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The fse reported while servicing the device, the device will not power on if the battery is disconnected; the device operates fine when battery is connected; the device will not operate on ac power. There was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the power management pcba to resolve this issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.